Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarm or unexpected low reservoir alarm noted. Device was received with unexpected restart error alarm after battery change due to broken solder joint of connector on interface board and memory lost due to unexpected restart alarm anomaly. No unexpected signal too low alarm during testing noted. Device had cracked display window corner.

Event description:
Customer reported via phone call that the device would shut off and erase all the settings. Device had battery issues. Customer's blood glucose at time of call was 230 mg/dl. Customer's blood glucose at night was 35 mg/dl. Device alarmed an unexpected restart alarm after a battery change. Battery was not out of the device longer than a minute. Settings were erased. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.